Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that  yesterday the patient received a replacement handset and communicator from medtronic but they were not able to connect to their implanted neurostimulators to turn therapy on. Patient said their therapy has been off for at least a couple of years. Agent did not ask about circumstances leading to reported event. The patient is getting the no device found message. Patient service specialist walked the patient through trying to connect, but the patient was still unable to connect. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on april 26, 2024. They reported that the device itself was fine, but it never controlled their urine frequency. It was removed on (B)(6) 2024, and the issue was resolved.